Manufacturer narrative:
Omit : b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available. Additional information: concomitant med prod data, device eval by manufacturer?, reason code for no evaluation, if other specify, imdrf annex a, b, c, d, g codes and manufacturer narrative. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. H3 other text : not applicable. Device evaluated by bd

Event description:
It was reported the pump that was infusing gemcitabine 1824mg in 48ml (secondary/piggyback infusion) was alarming and there was 100ml left to be infused. The clinician noted that the "saline was being pulled from back up bag." The primary infusion was 0.9% sodium chloride 265ml. Gemcitabine was intended to run at 626ml/hr. It was reported that the primary infusion setup "is typically used as a flush when the secondary infusion is completed running at the same rate as the secondary infusion." The infusion was programmed manually using basic infusion profile. The event resulted in infusing the fluids (total volume to be infused 313ml) approximately 45 minutes, instead of the intended 30 minutes. There was patient involvement but no harm.

Manufacturer narrative:
A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported the pump that was infusing gemcitabine 1824mg in 48ml (secondary/piggyback infusion) was alarming and there was 100ml left to be infused. The clinician noted that the "saline was being pulled from back up bag." The primary infusion was 0.9% sodium chloride 265ml. Gemcitabine was intended to run at 626ml/hr. It was reported that the primary infusion setup "is typically used as a flush when the secondary infusion is completed running at the same rate as the secondary infusion." The infusion was programmed manually using basic infusion profile. The event resulted in infusing the fluids (total volume to be infused 313ml) approximately 45 minutes, instead of the intended 30 minutes. There was patient involvement but no harm.